Event description:
The customer reported that only 9 raytec sponges found in 8 x 4 vistec sponge pack (instead of 10).

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.